Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with cold insulin, and did not perform the air removal step correctly. Customer loaded a new cartridge to resolve the issue customer declined further troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.